Manufacturer narrative:
B3: year valid as event date was 'a year and a half ago'. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient who had previously received baclofen via an implantable infusion pump for intractable spasticity. It was reported the patient had had a pump three times in the past. It was reported the patient fell and it broke. It was clarified that the healthcare provider (hcp) removed the pump about a year and a half ago because the patient had a fall and the pump broke. It was reported that patient wasn't a fan of the pump back then but the patient wanted to try it again now. The caller was wondering if there was an inpatient hospital that could put the intrathecal baclofen pump back in. The caller was provided physician listings.